Event description:
It was reported that the programmer experiences an error after telemetry is established. The programmer remains in use. No patient complications have been reported as a result of this event.